Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump was delivering too much insulin as the bolus history showed two deliveries within a couple minutes of each other. Review of pump history by tandem technical support with customer revealed that the customer had entered a bolus twice after an incomplete bolus alert occurred. The customer's blood glucose level was 335 mg/dl but the customer stated it was likely due to eating. Follow up with customer same day indicated that bg level was "fine".